Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a low battery and failed battery test from the insulin pump. The customer's blood glucose level was 227 mg/dl. The customer stated that the battery meter will go up and down. The customer was advised to insert new aaa alkaline batteries. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to monitor the pump.